Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot number 4212433, 4212436. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd nexiva single port needle pierced the catheter. The following information was provided by the initial reporter: the practice has reported issues with nexiva 22ga, 383512 (mayo 338509), lots 4212436 and 4212433. When threading the catheter into the vein it is bending in the patient. They have another incident with the needle puncturing the catheter during insertion. I have added terra pollert to this email. She will be able to provide samples and answer any additional questions. Please (B)(6) as the primary contact for this event and keep me and (B)(6) on any future correspondences for awareness. I appreciate the assistance with this. Additional info 3 dec any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Just causing additional pokes for the patient. Total number of occurrences? I have 10 product packages on my desk, but I know there have been more.

Manufacturer narrative:
Please confirm which lot is for first incident and which lot is for second incident? Eight examples I have are lot # 4212436, two examples are lot # 4212433.